Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right coil is perforated/ perforation with a small piece of the coil stiking out/ some coil perforate the tube/ uterine rupture'), device expulsion ('if that coil is in your uterus'), device breakage ('left coil definitely seperated or broken/ your right coil is broken at the tip/ left coil looks like end broke off left inner rod to be seperated from outer coil'), embedded device ('coil embedded in the tube'), device dislocation ('device migrated into my tubes over time/ coil has migrated even if a tube is occluded'), salpingitis ('my poor tubes were so inflamed'), pelvic pain ('pain'), meningitis ('meningitis'), genital haemorrhage ('started slightly bleeding again'), thrombosis ('clot blood'), meningitis bacterial ('bactrial meningitis'), sjogren's syndrome ('sjoegren's syndrome') and cervix carcinoma ('cervical cancer') in a 33-year-old female patient who had essure (batch no. 872994,12520255) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only then did I find out that both coils were placed incorrectly/ left coil not placed correctly" and maternal exposure during breast feeding "I was breast feeding". The patient's medical history included cervix carcinoma from 2000 to 2002, loop electrosurgical excision procedure from 2000 to 2001, bladder infection, vaginal infection, urinary tract infection, appendectomy and cervical cancer. Previously administered products included for an unreported indication: loestrin and depo-provera. Concurrent conditions included overweight (bmi: 28.691). Concomitant products included naproxen (motrin) for pain as well as alprazolam (xanax), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin) from 2011 to 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) in (B)(6) 2012, methotrexate and morphine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)/ painful period"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/ heavy flow/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, )"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2012, the patient experienced dysphemia ("stuttering"), memory impairment ("memory problems with vocabulary") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss (I started noticing this about a year after essure placed)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), abdominal pain ("pain: abdominal pain/ belly button pain"), vulvovaginal pain ("pain:vaginal pain"), pain ("my feeling stabbing pain./ aches/ throbbing pain"), pain in jaw ("jaw bone"), toothache ("toothache"), meningitis (seriousness criterion medically significant), photophobia ("sensitivity to light"), neck pain ("neck pain"), herpes zoster ("shingles"), uterine cyst ("fibroid cyst and uterus"), chest discomfort ("my chest fill super heavy"), dyspnoea ("hard to breathe"), cramp in lower abdomen ("cramps"), coagulopathy ("clotting"), tenderness breast ("tender breast"), decreased appetite ("no appetite "), hair growth abnormal ("hair growth increased"), impaired healing ("healing"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage (seriousness criterion medically significant), chest pain ("sore and boobs"), pyrexia ("fever"), ovulation pain ("ovulation pain"), flatulence ("gas pain"), vaginal infection ("continual vaginal infections"), arthralgia ("joint pain"), abdominal distension ("bloated"), constipation ("constipation"), mood altered ("moody"), irritability ("snappy"), incision site pain ("incision pain"), hypotension ("extreme low blood pressure"), inflammation ("inflammation in my face"), swelling face ("face swollen"), vision blurred ("blurred vision"), lymphadenopathy ("gland swelling"), malaise ("very sick/ feeling sick/ sickness"), sneezing ("sneeze"), hiccups ("hiccup"), musculoskeletal pain ("shoulder pain"), skin tightness ("extremely tough"), injury ("trauma"), thrombosis (seriousness criterion medically significant), lower abdominal pain ("lower abdominal pain"), parosmia ("nasty smell/ heightened sense of smell"), uterine prolapse ("uterine prolapse"), bladder prolapse ("bladder prolapse"), diarrhoea ("diarrhea"), meningitis bacterial (seriousness criterion medically significant), cerebrovascular accident ("stroke"), back pain ("back pain"), hair colour changes ("darker on my upper lip"), allergy to metals ("allergy to nickel"), angina pectoris ("heart aches"), breast tenderness ("breast tenderness"), nipple pain ("burning nipple"), abdominal pain upper ("flutters in my tummy"), fear ("scared"), appendix disorder ("appendix"), jumpy ("feeling like its jumping rope"), stress ("stress"), arthritis ("severe arthritis"), vaginal disorder ("severe inflammatory disorder"), night sweats ("night sweats"), muscle atrophy ("muscle mass loss/ muscle loss"), menopause ("menopause"), sensation of foreign body ("I got alump in my thoat"), sjogren's syndrome (seriousness criterion medically significant) and insomnia ("insomnia") and was found to have weight decreased ("weight loss") and cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (partial bilateral salpingectomy with tubal resection to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, embedded device, device dislocation, salpingitis, vaginal haemorrhage, hot flush, female sexual dysfunction, dysmenorrhoea, migraine, nausea, amnesia, anxiety, vaginal discharge, weight increased, dysphemia, memory impairment, pain, pain in jaw, toothache, meningitis, photophobia, neck pain, herpes zoster, uterine cyst, chest discomfort, dyspnoea, cramp in lower abdomen, tenderness breast, decreased appetite, hair growth abnormal, impaired healing, vitamin d deficiency, genital haemorrhage, chest pain, pyrexia, ovulation pain, flatulence, vaginal infection, weight decreased, arthralgia, abdominal distension, constipation, mood altered, irritability, incision site pain, hypotension, inflammation, swelling face, vision blurred, lymphadenopathy, malaise, musculoskeletal pain, skin tightness, injury, thrombosis, lower abdominal pain, parosmia, uterine prolapse, bladder prolapse, meningitis bacterial, cerebrovascular accident, back pain, hair colour changes, allergy to metals, angina pectoris, breast tenderness, nipple pain, abdominal pain upper, fear, appendix disorder, jumpy, stress, arthritis, vaginal disorder, night sweats, muscle atrophy, menopause, sensation of foreign body, sjogren's syndrome, cervix carcinoma and insomnia outcome was unknown, the pelvic pain, menorrhagia, dyspareunia, depression, abdominal pain, vulvovaginal pain and coagulopathy had resolved and the bacterial vaginosis, vulvovaginal mycotic infection, fatigue, alopecia, headache and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anaemia, angina pectoris, anxiety, appendix disorder, arthralgia, arthritis, asthenia, astigmatism, back pain, bacterial vaginosis, bladder prolapse, cerebrovascular accident, cervix carcinoma, chest discomfort, chest pain, coagulopathy, constipation, cramp in lower abdomen, cystitis, decreased appetite, depression, device breakage, device dislocation, device expulsion, diarrhoea, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysphemia, dyspnoea, dysstasia, embedded device, fallopian tube perforation, fatigue, fear, feeling abnormal, female sexual dysfunction, flatulence, frustration tolerance decreased, fungal infection, genital haemorrhage, haemorrhoids, hair colour changes, hair growth abnormal, headache, herpes zoster, hiccups, hormone replacement therapy, hot flush, human seminal plasma hypersensitivity, hypotension, impaired healing, incision site pain, inflammation, injury, insomnia, irritability, jumpy, lymphadenopathy, malaise, memory impairment, meningitis, meningitis bacterial, menopause, menorrhagia, migraine, mood altered, muscle atrophy, musculoskeletal pain, nausea, neck pain, night sweats, nipple pain, oral herpes, ovulation pain, pain, pain in jaw, parosmia, parotid gland enlargement, pelvic discomfort, pelvic pain, photophobia, poor quality sleep, proctalgia, pyrexia, rash, salivary gland calculus, salpingitis, scar, scratch, screaming, sensation of foreign body, sjogren's syndrome, skin exfoliation, skin tightness, sneezing, sticky skin, stress, swelling face, tenderness breast, thrombosis, toothache, uterine cyst, uterine prolapse, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vascular pain, vision blurred, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, breast tenderness, lower abdominal pain and nervous to be related to essure. The reporter commented: current weight 172 lbs. The essure device was placed on the patient's left side without difficulty and 3 trailing coils were left. Attention was then turned to the patient's right side where the other essure device was placed without difficulty with 3 trailing coils noted on this side as well. One had a complete hysterectomy and the other a myomectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on 27-sep-2012: positive. Ultrasound scan vagina - on (B)(6) 2012: coil was migrated even if tube is occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, dysmenorrhea, dyspareunia." 2 lot number and multiple additional aes reported. Lot number 1250255 (typo) is invalid. Lot number: 12520255 manufacture date: 2012-04 expiration date: 2014-08. Lot number: 872994 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: quality-safety evaluation of product technical complaint. We received a not valid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right coil is perforated/ perforation with a small piece of the coil sticking out/ some coil perforate the tube/ uterine rupture'), device expulsion ('if that coil is in your uterus'), device breakage ('left coil definitely separated or broken/ your right coil is broken at the tip/ left coil looks like end broke off left inner rod to be separated from outer coil'), embedded device ('coil embedded in the tube'), device dislocation ('device migrated into my tubes over time/ coil has migrated even if a tube is occluded'), salpingitis ('my poor tubes were so inflamed'), pelvic pain ('pain'), meningitis ('meningitis'), genital haemorrhage ('started slightly bleeding again'), thrombosis ('clot blood'), meningitis bacterial ('bacterial meningitis'), sjogren's syndrome ('sjoegren's syndrome') and cervix carcinoma ('cervical cancer') in a 33-year-old female patient who had essure (batch no. 872994,12520255) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only then did I find out that both coils were placed incorrectly/ left coil not placed correctly" and maternal exposure during breast feeding "I was breast feeding". The patient's medical history included cervix carcinoma from 2000 to 2002, loop electrosurgical excision procedure from 2000 to 2001, bladder infection, vaginal infection, urinary tract infection, appendectomy and cervical cancer. Previously administered products included for an unreported indication: loestrin and depo-provera. Concurrent conditions included overweight (bmi: 28.691). Concomitant products included naproxen (motrin) for pain as well as alprazolam (xanax), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin) from 2011 to 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) in (B)(6) 2012, methotrexate and morphine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)/ painful period"). In july 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/ heavy flow/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, )"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2012, the patient experienced dysphemia ("stuttering"), memory impairment ("memory problems with vocabulary") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss (I started noticing this about a year after essure placed)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), abdominal pain ("pain: abdominal pain/ belly button pain"), vulvovaginal pain ("pain:vaginal pain"), pain ("my feeling stabbing pain./ aches/ throbbing pain"), pain in jaw ("jaw bone"), toothache ("toothache"), meningitis (seriousness criterion medically significant), photophobia ("sensitivity to light"), neck pain ("neck pain"), herpes zoster ("shingles"), uterine cyst ("fibroid cyst and uterus"), chest discomfort ("my chest fill super heavy"), dyspnoea ("hard to breathe"), cramp in lower abdomen ("cramps"), coagulopathy ("clotting"), tenderness breast ("tender breast"), decreased appetite ("no appetite "), hair growth abnormal ("hair growth increased"), impaired healing ("healing"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage (seriousness criterion medically significant), chest pain ("sore and boobs"), pyrexia ("fever"), ovulation pain ("ovulation pain"), flatulence ("gas pain"), vaginal infection ("continual vaginal infections"), arthralgia ("joint pain"), abdominal distension ("bloated"), constipation ("constipation"), mood altered ("moody"), irritability ("snappy"), incision site pain ("incision pain"), hypotension ("extreme low blood pressure"), inflammation ("inflammation in my face"), swelling face ("face swollen"), vision blurred ("blurred vision"), lymphadenopathy ("gland swelling"), malaise ("very sick/ feeling sick/ sickness"), sneezing ("sneeze"), hiccups ("hiccup"), musculoskeletal pain ("shoulder pain"), skin tightness ("extremely tough"), injury ("trauma"), thrombosis (seriousness criterion medically significant), lower abdominal pain ("lower abdominal pain"), parosmia ("nasty smell/ heightened sense of smell"), uterine prolapse ("uterine prolapse"), bladder prolapse ("bladder prolapse"), diarrhoea ("diarrhea"), meningitis bacterial (seriousness criterion medically significant), cerebrovascular accident ("stroke"), back pain ("back pain"), hair colour changes ("darker on my upper lip"), allergy to metals ("allergy to nickel"), angina pectoris ("heart aches"), breast tenderness ("breast tenderness"), nipple pain ("burning nipple"), abdominal pain upper ("flutters in my tummy"), fear ("scared"), appendix disorder ("appendix"), jumpy ("feeling like its jumping rope"), stress ("stress"), arthritis ("severe arthritis"), vaginal disorder ("severe inflammatory disorder"), night sweats ("night sweats"), muscle atrophy ("muscle mass loss/ muscle loss"), menopause ("menopause"), sensation of foreign body ("I got alump in my throat"), sjogren's syndrome (seriousness criterion medically significant) and insomnia ("insomnia") and was found to have weight decreased ("weight loss") and cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (partial bilateral salpingectomy with tubal resection to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, embedded device, device dislocation, salpingitis, vaginal haemorrhage, hot flush, female sexual dysfunction, dysmenorrhoea, migraine, nausea, amnesia, anxiety, vaginal discharge, weight increased, dysphemia, memory impairment, pain, pain in jaw, toothache, meningitis, photophobia, neck pain, herpes zoster, uterine cyst, chest discomfort, dyspnoea, cramp in lower abdomen, tenderness breast, decreased appetite, hair growth abnormal, impaired healing, vitamin d deficiency, genital haemorrhage, chest pain, pyrexia, ovulation pain, flatulence, vaginal infection, weight decreased, arthralgia, abdominal distension, constipation, mood altered, irritability, incision site pain, hypotension, inflammation, swelling face, vision blurred, lymphadenopathy, malaise, musculoskeletal pain, skin tightness, injury, thrombosis, lower abdominal pain, parosmia, uterine prolapse, bladder prolapse, meningitis bacterial, cerebrovascular accident, back pain, hair colour changes, allergy to metals, angina pectoris, breast tenderness, nipple pain, abdominal pain upper, fear, appendix disorder, jumpy, stress, arthritis, vaginal disorder, night sweats, muscle atrophy, menopause, sensation of foreign body, sjogren's syndrome, cervix carcinoma and insomnia outcome was unknown, the pelvic pain, menorrhagia, dyspareunia, depression, abdominal pain, vulvovaginal pain and coagulopathy had resolved and the bacterial vaginosis, vulvovaginal mycotic infection, fatigue, alopecia, headache and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anaemia, angina pectoris, anxiety, appendix disorder, arthralgia, arthritis, asthenia, astigmatism, back pain, bacterial vaginosis, bladder prolapse, cerebrovascular accident, cervix carcinoma, chest discomfort, chest pain, coagulopathy, constipation, cramp in lower abdomen, cystitis, decreased appetite, depression, device breakage, device dislocation, device expulsion, diarrhoea, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysphemia, dyspnoea, dysstasia, embedded device, fallopian tube perforation, fatigue, fear, feeling abnormal, female sexual dysfunction, flatulence, frustration tolerance decreased, fungal infection, genital haemorrhage, haemorrhoids, hair colour changes, hair growth abnormal, headache, herpes zoster, hiccups, hormone replacement therapy, hot flush, human seminal plasma hypersensitivity, hypotension, impaired healing, incision site pain, inflammation, injury, insomnia, irritability, jumpy, lymphadenopathy, malaise, memory impairment, meningitis, meningitis bacterial, menopause, menorrhagia, migraine, mood altered, muscle atrophy, musculoskeletal pain, nausea, neck pain, night sweats, nipple pain, oral herpes, ovulation pain, pain, pain in jaw, parosmia, parotid gland enlargement, pelvic discomfort, pelvic pain, photophobia, poor quality sleep, proctalgia, pyrexia, rash, salivary gland calculus, salpingitis, scar, scratch, screaming, sensation of foreign body, sjogren's syndrome, skin exfoliation, skin tightness, sneezing, sticky skin, stress, swelling face, tenderness breast, thrombosis, toothache, uterine cyst, uterine prolapse, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vascular pain, vision blurred, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, breast tenderness, lower abdominal pain and nervous to be related to essure. The reporter commented: current weight 172 lbs. The essure device was placed on the patient's left side without difficulty and 3 trailing coils were left. Attention was then turned to the patient's right side where the other essure device was placed without difficulty with 3 trailing coils noted on this side as well. One had a complete hysterectomy and the other a myomectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: positive. Ultrasound scan vagina - on (B)(6) 2012: coil was migrated even if tube is occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, dysmenorrhea, dyspareunia." 2 lot number and multiple additional aes reported. Lot number 1250255 (typo) is invalid. Lot number: 12520255, manufacture date: 2012-04, expiration date: 2014-08. Lot number: 872994, manufacture date: 2011-06, expiration date: 2014-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: quality-safety evaluation of product technical complaint. We received a not valid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 872994, 1250255) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal infection, urinary tract infection, cervix carcinoma from 2000 to 2002, loop electrosurgical excision procedure from 2000 to 2001 and appendectomy. Concurrent conditions included obesity, unspecified. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2012, the patient experienced dysphemia ("stuttering"), memory impairment ("memory problems with vocabulary") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss (I started noticing this about a year after essure placed)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced amnesia ("memory loss"), abdominal pain ("pain: abdominal pain") and vulvovaginal pain ("pain:vaginal pain"). The patient was treated with surgery (partial bilateral salpingectomy with tubal resection to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain had resolved, the menorrhagia, vaginal haemorrhage, hot flush, dyspareunia, female sexual dysfunction, dysmenorrhoea, migraine, nausea, amnesia, depression, anxiety, vaginal discharge, weight increased, dysphemia and memory impairment outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, fatigue, alopecia, headache and feeling abnormal was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysphemia, fatigue, feeling abnormal, female sexual dysfunction, headache, hot flush, memory impairment, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 172 lbs. The essure device was placed on the patient's left side without difficulty and 3 trailing coils were left. Attention was then turned to the patient's right side where the other essure device was placed without difficulty with 3 trailing coils noted on this side as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, dysmenorrhea, dyspareunia." Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. This case is medically confirmed. This case concerns 33 year old patient. Her demographic was updated. Her historical and concurrent condition were added. Lab data was added. Essure indication was added. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), hot flashes, bacterial vaginosis & yeast infections, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines / headaches, nausea, memory loss, pain, depression/ anxiety, vaginal discharge, weight gain were added. She had recovered from all pain. She was recovering from following events: hair loss, headaches, vaginal infection, brain fog and fatigue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 872994, 1250255-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, vaginal infection, urinary tract infection, cervix carcinoma from 2000 to 2002, loop electrosurgical excision procedure from 2000 to 2001 and appendectomy. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2012, the patient experienced dysphemia ("stuttering"), memory impairment ("memory problems with vocabulary") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea (got worse over time once it started within a month of having the essure placed)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss (I started noticing this about a year after essure placed)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced amnesia ("memory loss"), abdominal pain ("pain: abdominal pain") and vulvovaginal pain ("pain:vaginal pain"). The patient was treated with surgery (partial bilateral salpingectomy with tubal resection to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain had resolved, the menorrhagia, vaginal haemorrhage, hot flush, dyspareunia, female sexual dysfunction, dysmenorrhoea, migraine, nausea, amnesia, depression, anxiety, vaginal discharge, weight increased, dysphemia and memory impairment outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, fatigue, alopecia, headache and feeling abnormal was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysphemia, fatigue, feeling abnormal, female sexual dysfunction, headache, hot flush, memory impairment, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 172 lbs. The essure device was placed on the patient's left side without difficulty and 3 trailing coils were left. Attention was then turned to the patient's right side where the other essure device was placed without difficulty with 3 trailing coils noted on this side as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, dysmenorrhea, dyspareunia." 2 lot number and multiple additional aes reported. Lot # 1250255 is invalid. Lot number: 872994. Manufacture date: 2011-06. Expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.